Event description:
It was reported via repair work order that the brakes were not holding due to a damaged brake adjuster. It was also reported that the side rails could unlatch during use due to missing compression springs. Also, the mattress could not adhere to the litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.